Event description:
Further information was received regarding the patient's reported neck burn. The adverse event was reported to be "neck burn" of mild severity and probably related to the vitaria implant procedure. It was stated the patient got a burn on the back of his neck during implantation. It was reported that no action was taken with the study treatment however non-drug treatment was required. The patient's neck burn as resolved. No additional relevant information has been received to date.

Event description:
It was reported that a study patient experienced a neck burn considered to be "probably related" to the vitaria implant procedure. Attempts for further information could not be made. No additional relevant information has been received to date.

Event description:
Patient implant information was received via report from the third party managing the clinic trial. No additional relevant information has been received to date.

Event description:
Information was received that the neck burn was caused by electrocautery which was used during implantation, during electrode implantation which was placed on the subject back neck. It was also assumed the patient was sweating during the surgery and that the excess moisture made it worse. The burn healed very quickly and no additional problems were caused. Identical information regarding the neck burn for this patient was inadvertently reported under MFR report #: 1644487-2019-01132. All further information will be reported under MFR. Report # 1644487-2019-01209. No additional relevant information has been received to date.